Manufacturer narrative:
Initial and final MDR 1926690 - MDR 3003442380-2024-17713 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar adhesive events with two infusion sets which fell off during use after being used for two days. Patient confirmed to be doing physical activity at the time the set fell off. Patient's blood glusoce level at the time of event was 320 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.